Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead shows ventricular oversensing. The lead remains implanted at this time.